Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had gone into threshold suspend and blood glucose was low. He treated and got blood glucose up to 80 mg/dl, however the sensor still showed he was 54 mg/dl. Customer was advised he need to let the sensor catch up as he currently had been treating to bring up his blood glucose. Customer was advised to leave the device in threshold suspend until the sensor reading came over 60 and it will stop going into threshold suspend. Customer checked sensor reading and it was 74 mg/dl and blood glucose was 74. Customer is not returning the insulin pump for analysis.